Event description:
Upon interrogation, the device was found to have reached elective replacement indicator (eri). The device was explanted and replaced due to suspected premature battery depletion. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device revealed no anomalies. The device image was reviewed and indicated that the device was programmed to low settings and battery voltage was above elective replacement indicator (eri) during the entire implant duration. The eri alert was falsely triggered due to auto-capture being enabled and the device pacing at higher rates intermittently. A longevity assessment was performed based on average current drain and device was in the normal range of operation with appropriate remaining longevity. Analysis of electrical and mechanical parameters of the device did not find any anomalies. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.